Manufacturer narrative:
Philips has investigated the complaint. It was reported to philips that the system had an image storage issue. The customer cancelled the case, and no service was offered by philips. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an image storage problem. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.